Manufacturer narrative:
The device was returned to the resmed technical service center for an evaluation. Review of the device logs confirmed the reported issue. Based on previous investigations of similar complaints, it is possible that the device fault was due to an isolated flow sensor issue. The device evaluation determined that no repair was required. The device was serviced and returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference#: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a system fault (sf 101) indicating that the outlet pressure measurement may be incorrect. There was no patient injury reported as a result of this incident.